Event description:
Two endeavor drug eluting stents were implanted during the index procedure, one in the cx and one in the 1st diagonal branch. The patient expired approximately 18 months post index procedure. The cause of death was cardiogenic shock, cardiomyopathy, chronic coronary heart. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Evaluation conclusions: known inherent risk of procedure (death).

Event description:
Patient died due to cardiogenic shock, dilated cardiomyopathy, chronic coronary insufficiency, chronic renal failure on hemodialysis and hypertension.